Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75x32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled proximally over the proximal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with a different device. There were no patient complications reported and the patient is doing good. However, returned device analysis revealed stent damage.